Event description:
The customer reported to olympus that while using the visera elite ii video system center, the surgeon noticed several occurrences of image absence with the need to restart. There video system center also exhibited scope errors e216 and e266. The issue was observed during an unknown procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
E1 address: (B)(6) hospital. To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.